Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion alarm and the pump underdelivered. The hourly counter continuous at rate of 0.3 ml and kvo rate was 0 ml. The device under delivered. The programmed rate was 2.1 ml per hour, and the remaining volume was 33.8 ml. The event occurred during infusion at the patient's home, and the operator of the device was healthcare professional. There was no patient harm.

Manufacturer narrative:
H8 - usage of device: corrected to 'reuse'. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.